Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified unspecified vessel. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for post dilation of a recently implanted unspecified stent. The balloon was inflated however it ruptured at 15 atmospheres on the second inflation. The device was completely removed from the patient's body and the procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).